Manufacturer narrative:
Product complaint #: (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted to being kinked, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. Phone number: (B)(6). Manufacturing site name: codman and shurtleff inc., dba depuy synthes products, inc. (B)(4). A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a healthcare professional, during a coil embolization at the ic-pc by simple technique, a 1mm x 3cm galaxy g3 mini coil (glm910030, l14341) was attempted to be delivered to the target lesion. However, it did not come out from the introducer. There was a heavy resistance felt between the compliant product and the introducer. Therefore, the complaint product was removed from the patient¿s body. After that, the microcatheter was removed with using the guide wire and the procedure was completed. Prior to the complaint coil, a 2x3 target xl coil, a 1x3 target helical coil and a 1x3 barricades coil were implanted. The device was inspected for damage prior to use and prepped as per the instructions for use (IFU). The device did not come out from the introducer due to the resistance. The coil or delivery system was not damaged due to the resistance. No excessive force was applied to the device. The device was able to be removed through the microcatheter (mc). No further information is available. One non-sterile unit galaxy g3 mini 1mm x 3cm was received inside of a pouch. The hub was inspected, and no damages was noted on it. The dpu was inspected and it was found in good conditions. The introducer was inspected, and no damages was noted on it. The re-sheathing tool was inspected, and it was found in good conditions. Also, the marker band was found at 38cm from hub, and it was found within specification. The v-notch was inspected under microscope and no damages were noted on it. The rh was inspected under microscope and it was found in good conditions. The embolic coil was inspected under microscope and it was found kinked. A manufacturing record evaluation was performed for the finished device l14341 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿coil - impeded-in introducer¿ was confirm due to the coil was unable to pass through the introducer. However, the kinked condition appears to have been caused by excessive force and handling being applied to the device which might have contributed to the failure as reported, however none of those can be conclusively determined. Neither the analysis nor the mre suggest that the failure reported by the costumer could be related to the manufacturing process. Based on the information provided, it is possible that clinical and procedural factors, including device manipulation / interaction, aneurysm size and vessel characteristics, device selection, and the concomitant microcatheter, may have contributed to the reported issue. Impeded in introducer is a known potential issue associated with the use of the device. The IFU contains several cautions relating to this situation, including instructions for troubleshooting the situation should it be encountered during use. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a healthcare professional, during a coil embolization at the ic-pc by simple technique, a 1mm x 3cm galaxy g3 mini coil (glm910030, l14341) was attempted to be delivered to the target lesion. However, it did not come out from the introducer. There was a heavy resistance felt between the compliant product and the introducer. Therefore, the complaint product was removed from the patient¿s body. After that, the microcatheter was removed with using the guide wire and the procedure was completed. Prior to the complaint coil, a 2x3 target xl coil, a 1x3 target helical coil and a 1x3 barricades coil were implanted. The device was inspected for damage prior to use and prepped as per the instructions for use (IFU). The device did not come out from the introducer due to the resistance. The coil or delivery system was not damaged due to the resistance. No excessive force was applied to the device. The device was able to be removed through the microcatheter (mc). Based on the product analysis, the embolic coil was noted to being kinked.